Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found that the helix was disengaged from the helical channel. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head).

Event description:
It was reported that during the implant procedure the helix on the lead would not come out. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.